Event description:
An additional communication was received which stated the alarms occurred during treatment.

Manufacturer narrative:
Additional information: h3 plant investigation: the sensor box (serial number (B)(6) ) was returned and examined in detail. The failure at hand could be reproduced. The sensorbox contains the cable d500-0187cb and the digiflow mini (sn (B)(6) ). The voltage supply of the digiflow mini module is affected by an excessive voltage drop between connectors x11 and p102. This leads to a malfunction of the module. The event can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box software does not detect any communication to the flow board (pcb ¿digiflow mini1¿). The problem can be understood from the available information and the machine files do not contain any information about the cause of the problem. The described situation is adequately addressed in the instructions for use (IFU). If alarm 208 is continuously occurring, the IFU provides instructions to replace the machine. The investigation of the complaint revealed that the alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at connector p102 of the ¿digiflow mini1¿ board or at connector x11 of the function controller (fuco) board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. A CAPA was opened to address this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed errors 206 and 208. The user facility said the unit failed to detect the sensor box after the ¿filter board fuco-flow¿ was replaced. It was unknown when the reported alarms occurred. There were no visual defects noted with the console, the flow sensor, the sensor box, or any of the connected cables. Upon follow-up it was confirmed the alarms were related to a CAPA that was opened for flow measurement issues. It was unknown what was done to resolve the reported issue. However, it was confirmed the event did not result in any patient injury or harm. When the unit was inspected by a technician, the sensor box passed all tests without any issues. However, the facility still wanted the unit to be inspected by the manufacturer. The sensor box was reportedly sent back for evaluation.